Event description:
It was reported that the orbit rdfl complex mini coil (638mf0410/ 15414236) suddenly spontaneously detached and went away to left carotid artery. The patient suffered direct reduced sensibility on the right side of the body. Current condition is listed as stable. The device remains implanted and it is not available for analysis.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15414236 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that the orbit rdfl complex mini coil (638mf0410/ 15414236) suddenly spontaneously detached and went away to left carotid artery after attempt to retrieve with alligator system. The patient suffered direct reduced sensibility on the right side of the body. Current condition is listed as stable. During the event, the sl 10 (mc) microcatheter came out without any movement and during advancing, no additional manipulation and torque was applied to further advance the coil through the mc. After the event, the same mc, similar coil (orbit), and antithrombotic treatments were used to complete the procedure. A constant and dedicated heparinized saline source was utilized at all times through the mc. The mc was re-shaped with the shaping mandrel and steam, and no damages were reported after reshaping process. The target site was to treat the aneurysm and prevent thrombo-embolism. Aneurysm was wide neck and straight across the vessel. The device remains implanted and it is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15414236 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis, therefore the events of stretched and migration coil could not be confirmed. Based on the available information, it appears that procedural factors may have contributed to the event additionally the DHR indicated that review of lot 15414236 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.